Manufacturer narrative:
This report is for the first revision surgery.

Event description:
It was reported that the patient experienced two replacements of an artificial urinary sphincter (aus) device. A patient outcome was not reported.